Event description:
Consumer used product for 4 hours, had blisters on application area after removal. She didn't know whether they were caused by heat or by adhesive when removing patch. She used otc medications to treat and did not seek medical attention. At follow up contact in 2007, she was treating area with otc drugs and mentioned that she had seen a doctor for the blister/burns. She did not provide any further info.